Manufacturer narrative:
Concomitant medical products: product ID: 39565, lot#: unknown, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39565, serial/lot #: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and neuropathic (injury to tissue of nervous system). It was reported that the ins was replaced due to normal battery depletion. The impedances were not in range. Impedance measured el 9, 10, 11, 12, 13, 14 were > 10 ,000 ohms. The cause was unknown. Device interrogation was done, and imaging was performed which showed no abnormalities. After reprogramming there was adequate stimulation in the pain area. The devices remain implanted within the patient. The patient was alive with no injury. No further complications were reported or anticipated.